Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the 8100 had error 222.4050.5. The device was repaired by customer biomedical engineering and error resolved. Customer is wishing to send in devices to be "recertified" by manufacturer. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error 222.4050.5. The device was repaired by customer biomedical engineering and error resolved. Customer is wishing to send in devices to be "recertified" by manufacturer. There was patient involvement but no harm.